Event description:
The customer reported a failed battery test. Customer's blood glucose was unknown. The customer was assisted with clearing the alarm. Troubleshooting did not find any damage to the insulin pump's battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.